Event description:
Patient reported insulin in the device's cartridge chamber on two occasions. Patient stated the cartridge did not have any visible cracks. Patient stated he had to prime the device twice before insulin came out of tubing. Pt switched to his backup device. Patient had no physiological effect.